Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device had a cracked display of unknown cause, the screen was not visible, and the pump appeared to continue functioning; blood glucose was verified via a connected cgm at 124 mg/dl, and a replacement was provided with return instructions. Symptoms included no adverse clinical effects and no changes in blood glucose control. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer communication, product history review, and retrieval and evaluation of the returned device. Investigation of this case revealed physical damage to the display module consistent with external impact, with no evidence of internal malfunction of the insulin delivery system. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external force unrelated to device manufacturing or design.